Event description:
The customer reported via phone call that he had highs and lows and the drive support cap was loose. Customer's blood glucose was 55 mg/dl. Customer had a low of 43 mg/dl and later it went to 352 mg/dl after he had eaten. Customer stated that he dropped the pump a couple of times but the cap never popped out. Customer stated that the drive support cap was sticking out most likely due to the pump being dropped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer decided to keep the old pump for now.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. The insulin pump displacement test. The insulin pump has minor scratches on lcd window, cracked case at the reservoir tube window corners and battery tube threads.